Event description:
It was reported that this left ventricular (lv) lead was part of a system revision due to methicillin-resistant staphylococcus aureus (mrsa) infection. The physician opted to place a temporary pacing system. There were no additional adverse patient effects reported. This lv lead was explanted.